Event description:
It was reported that a patient had a revision surgery due to a broken ncb distal plate. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery after an unknown amount of time post implantation due to broken plate and bone fracture. Attempts have been made and additional information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3 : the product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.